Event description:
Planned operation was a laparoscopic hysterectomy. Vasopressin was injected into uterus by the surgeon. Approximately an hour later, open laparotomy was performed to control bleeding and blood loss measured at 500 ml. At that time, blood pressure measured on the solar 8000 (with tram brick) nibp dropped to the 50's and thereafter no reading could be obtained, including no mean bp. Patient received a total of 25 mg of ephedrine and volume boluses of hetastarch, and still no bp measurement could be obtained. Estimated duration was 5 minutes. Then the md switched the bp cuff to the eagle monitor. The first bp measurement on the eagle was systolic 188 and thereafter systolic 112. Patient was treated for hypotension inappropriately excessively; when in fact the problem was the solar 8000 monitor failure. Manufacturer response (as per reporter) for monitor, physiological, solar 8000: monitor, physiolgical, module, tramge is working on this problem.